Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 50 to 70 mg/dl. Reportedly, customer's settings needed to be updated. Bg was addressed via consumption of carbohydrates. Additionally, customer was working with healthcare provider to update settings and reported improvement based on recent updates. System check with tandem technical support confirmed the pump was functioning as intended.